Event description:
It was reported the handpiece cord locked out and would not work at all during a laparoscopic nissen fundoplication procedure. Another device was used to complete the case with no patient consequence.